Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said they walked through a store and felt an increase in stimulation. The reason for call was for security guidelines; information was reviewed. The call center also reviewed longevity and controller use information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the issue was resolved by turning off the device when going through metal detectors. No further device issue alleged / identified. No patient symptoms or complications were reported.